Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Patient's bone quality is unknown. No root cause can be confirmed at this time. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Warnings, cautions and precautions: "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." Patient education: "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
During literature review it was identified two patients with extreme lateral intebody fusion procedures experienced l4 and l5 end-plate fractures. No revision procedures were reported.

Manufacturer narrative:
The complaint was created from review of a literature review article title: clinical evaluation of microendoscopy-assisted extreme lateral interbody fusion and no radiographs, patient information or ex-planted devices have been provided. It is unknown if the products utilized in the stated procedure were manufactured by nuvasive. Due to a lack of information provided no investigation could be completed, however review of the reported event and similar events questions patient bone quality, implant size and placement as suspect root causes. Labeling review: "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically post-operatively, using appropriate radiographic techniques..."

Event description:
The complaint was created from review of a literature review article title: clinical evaluation of microendoscopy-assisted extreme lateral interbody fusion, where it stated two complications were l4 and l5 end-plate fractures that improved with conservative treatment. See h10 for additional updated information.